Event description:
Patient was being laid flat so that lumbar drain could be zeroed and ready for hourly draining. Turned patient slightly to adjust draw pad and noticed that the lumbar drain catheter had separated but not at the connection. Catheter was clamped with two hemostats. No cerebrospinal fluid (csf) was noted on sheets. Patient's vital signs remained stable. ICU team was notified.